Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -1.5/1.5/086 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was explanted; on this same date a replacement lens of the same length but different power was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue on the lens specifically fibre in a microcentrifuge vial. Visual inspection found the haptic torn and bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).